Manufacturer narrative:
At the conclusion of the procedure, the device was patent with no external compression, endoleaks, or thrombus a flow limiting kink was noted in the left iliac leg extension. Later on the day of implant, the patient underwent thrombectomy and angioplasty with bare stent placement in the left iliac leg extension due to thrombosis of the left iliac leg extension. The 1-to-6-month follow up ultrasound was done (B)(6) 2013 (221 days post procedure) and showed that the device was patent with no evidence of thrombus or endoleak. External compression, flow limiting kinks, and migration were not evaluated there was also no change in the aneurysm size. The 12-month follow up ultrasound was done on (B)(6) 2014 (410 days post procedure) and showed no change in the aneurysm size and that there were no endoleaks no other assessments of the imaging were made. The study information had not been updated until august 01, 2014. Event evaluation: by report, the patient experienced clinical signs indicative of a kink the day of the implantation of a zenith stent graft and was treated for a kink by placement of a bare stent in the kinked region as well as undergoing thrombectomy. It was noted that the patients left iliac artery: "had moderate tortuosity, calcification, and occlusive disease". During investigation, a review of complaint history, device history record, instructions for use, and complaint trends was conducted. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to kinks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects. Specific to this case the IFU states: "adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 16 french to 22 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients." The lot records for this product were reviewed. No notable quality issues were observed. Based on the provided information the root cause for the kink is likely attributed to the patients' preoperative anatomy. Cook will continue to monitor for similar complaints and notify the appropriate internal personnel.

Event description:
A (B)(6) male pt in (B)(4) underwent a secondary intervention on (B)(6) 2013 (day of procedure) due to thrombosis in the left iliac leg extension. The pt was being treated for an aortoiliac aneurysm. The maximum aortic aneurysm diameter was 3.5 cm. The proximal neck had an inverted funnel shape with no plaque/thrombus. The left iliac artery had moderate tortuosity, calcification, and occlusive disease. The right iliac artery had mild tortuosity, calcification, and occlusive disease. The pt received a main body device, right and left spiral-z iliac legs, and left and right zenith branch. Bifurcated iliac sidebranch leg extensions. An uncovered iliac stent was also placed on the left side after the procedure due to kink. Difficulty with advancing the delivery system was noted with the left iliac leg and the leg iliac leg extension. No deployment difficulties were noted with the other devices. No other devices were placed on no other procedures were performed. A molding balloon was used but no details were provided regarding its use. At the conclusion of the procedure, the device was patent with no external compression, endoleaks, or thrombus. A flow limiting kink was noted in the left iliac leg extension. Later on the day of implant, the pt underwent thrombectomy and angioplasty with bare stent placement in the left iliac leg extension due to thrombosis of the left iliac leg extension. The 1-to-6-month follow up ultrasound was done (B)(6) 2013 (221 days post procedure) and showed that the device was patent with no evidence of thrombus or endoleak. External compression, flow limiting kinks, and migration were not evaluated. There was also no change in the aneurysm size. The 12-month follow up ultrasound was done on (B)(6) 2014 (410 days post procedure) and showed no change in the aneurysm size and that there were no endoleaks. No other assessments of the imaging were made. The study info had not been updated until (B)(6) 2014. Event evaluation: still under investigation.

Manufacturer narrative:
.